Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one (1) occurrence of a non-reproducible accutni result. The customer stated that initial sample value of >0.08 ng/ml (within laboratory's risk stratification range) was discrepant upon repeat. Per laboratory's protocol, the sample was respun and re-analyzed yielding higher than expected values; twice higher the initial value obtained. Subsequent draw confirmed initial sample value obtained. The customer stated the patient's sample results remained in the risk stratification range throughout the testing phase. Actual patient data was not provided by the customer. The erroneous result was not reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Accutni samples collection and specific centrifugation data was not supplied by the customer. The laboratory has an accutni patient sample repeat analysis procedure in place prior to reporting results thereby preventing potential risk to patient safety. Repeat procedure includes re-spinning and re-analyzing samples greater than 0.08 ng/ml prior to reporting results. Per the customer complaint record, the customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per the customer, the unit is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined.